Event description:
It was reported that the patient presented with urinary urgency/frequency. Unable to analyze interstim battery. Premature battery depletion was noted. Normal battery depletion was noted as " no". Failed battery, battery depletion was noted. The device was explanted and replaced. There was no patient injury. The patient outcome was noted as recovered without sequelae.

Manufacturer narrative:
(B)(4): final analysis of the implantable neurostimulator (ins) revealed no significant anomaly, the device was at normal end of life, and there was no telemetry and no output. The ins functioned normally during destructive analysis testing. Destructive analysis of the battery did not provide any evidence of an internal mechanism leading to early depletion. No problems were found with the battery. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v414754, implanted: (B)(6) 2010. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.